Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. The cause of the alarms was reported to be hypotension and low hemoglobin due to acute gastrointestinal bleeding due to jejunal arteriovenous malformations post argon plasma coagulation. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted controller event log files collectively contained data from (B)(6) 2025 through (B)(6) 2025, and (B)(6) 2025 through (B)(6) 2025. Estimated flow typically ranged from 3.0-4.4 liters per minute. One low flow alarm was captured on (B)(6) 2025, and multiple were captured on (B)(6) 2025, and (B)(6) 2025. Multiple low flow faults that did not persist long enough to result in an alarm were also captured throughout the files. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including bleeding. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that esophagogastroduodenoscopy (egd)/push enteroscopy performed on (B)(6) 2025 showed previously visualized sutures, active bleeding arteriovenous malformations (avm) in proximal jejunum status post 2 clips and hemostatic spray. Log files were sent for review. The log file captured low flow events on 01may2025 and 07may2025. There were also several low flow flags which did not persist long enough to trigger low flow alarms. These occurred at times when pulsatility index (pi) was elevated. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events. The low flow events seemed to be a patient hemodynamically related issue and not a ventricular assist device (vad) related issue. Additional log files were sent for review. The log file captured more low flow events on 10may2025, 11may2025, and 12may2025. The cause of the low flow alarms was related to hypotension and low hemoglobin due to acute gastrointestinal (gi) bleed due to jejunal avms status post argon plasma coagulation (apc). The patient was transfused. There were no symptoms reported at the time of low flows. There was egd with grade a esophagitis, sleeve gastrectomy anatomy on (B)(6) 2025. Video capsule endoscopy (vce) was successfully placed. Vce on (B)(6) 2025 read with 2 times bleeding angiodysplastic lesions. On (B)(6) 2025, there was antegrade balloon enteroscopy with hemostasis with findings of normal esophagus, stomach, and duodenum. Multiple actively bleeding angiodysplastic lesions in distal jejunum treated with apc, hemostasis achieved. Bleeding was confirmed and there were no further reports of bleeding.